Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins had not been working at all since it was implanted. Since it was implanted, her symptoms seemed to have gotten worse. They mentioned that it feels as if the device pulls really hard. The patient was also experiencing depression and anxiety issues. They used to get botox injections to help with that but the injections have not been helping since implant. They were advised to see their physician for programming and to discuss symptoms. They inquired if the leads could be misplaced due to the symptoms experienced.